Event description:
It was reported that the right ventricular lead dislodged after the procedure was completed. The lead was explanted and replaced within an hour of the first procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).